Event description:
It was reported to medtronic minimed that the customer experienced a possible over delivery anomaly. The customer reported hypoglycemia, vision, impaired treated with other, no treatment. The event involved product(s) mmt-1884, unk_reservoir, unomedical. The customer reported low blood glucose. The customer reported getting too much insulin. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for unk_reservoir. No product return is required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer alleged that he is getting too much insulin and that was affecting his vision. No treatment was mentioned for the low or for the vision impairment. Call got disconnected. Troubleshooting was not done. Pump was likely used within 48 hours of the low per customer¿s allegation of over delivery. It was unknown if smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.